Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer occasionally has insulin squirting from her infusion set. Her blood glucose was 300mg/dl at the time of reporting. No equipment was returned. No additional information was reported.